Event description:
It was reported that, during an implant procedure, high pacing impedance values were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinuities on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test is-4 connector sleeve as well as the test ICD.